Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (Therapy date): unknown date during (B)(6) 2017. (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: may 14, 2007. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes europe reported an event in (B)(6) as follows: it was reported that during surgery on an unknown date during (B)(6) 2017, whilst the surgeon was impacting the pfna (proximal femoral nail antirotation) blade, the tip of the impactor broke off. The surgeon was unable to retrieve the impactor tip. When trying to re-engage the blade impactor handle into an insitu blade, the surgeon said he had wiggled it side to side under force, hence causing the tip to snap off. There is was no additional harm to the patient. The procedure was successfully completed with no surgical prolongation. Concomitant device: 1x unk pfna blade. This report is 1 of 1 for (B)(4).